Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a pump. As reported there is no indication of patient involvement or patient harm regarding the event. No patient symptom was reported. When the company representative read the pump in the box, the logs showed a stall. At the time of the report it was advised that the pump should not be used for implant and should be returned to the manufacturer for analysis. Additional information was received on (B)(6) 2020 indicated after speaking with tech support it was believed the pump froze from temperature at some point in the handling process. The pump stalled on (B)(6) 2020 at roughly the same time for roughly the same amount of time.

Manufacturer narrative:
The evaluation code-conclusion has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: the returned device passed all testing in the laboratory and no anomalies were identified. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.